Event description:
Hill-rom received a report from the account stating the head section would self-run when the bed is plugged in. The bed was located in rm 4513 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the right patient controls were the issue. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The tech replaced the right side patient controls and the issue was resolved. Based on this information, no further action is required.